Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got calibration not accepted. The customer¿s blood glucose level was 454 mg/dl. The customer treated with bolus. The customer declined troubleshoot for high blood glucose. The customer removed the sensor it was bent 45 degrees. The insulin pump will not be returned for analysis.